Manufacturer narrative:
Event date: the reported event date reflects the date that the article was published online. It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Walter, m., altermatt, s., furrer, c., meyer-heim, a. Intrathecal baclofen therapy in children with acquired brain injuries after dr owning: a case series. Brain injury: [bi]. 2014: 1-6. Doi: 10.3109/02699052.2014.947630. Summary: the authors investigated clinical efficacy as well as the incidence and extent of complications regarding intrathecal baclofen (itb) therapy in children. This was a retrospective medical chart review of three pediatric patients with acquired brain injuries (abi) resulting from drowning who underwent itb pump implantation for treatment of severe spasticity. Compared to the pre-operative state, itb therapy reduced spasticity with a corresponding decrease of modified ashworth scale in upper (3.2 ± 1.4 to 1.3 ± 0.6) and lower extremities (3.5 ± 0.9 to 2.0 ± 1.0). Overall, six complications, five device-related and one accidental, were found in two out of three patients. The authors concluded that intrathecal baclofen is an effective therapy option for pediatric patients with abi after drowning to significantly reduce spasticity of upper and lower extremities. A word of caution must be addressed to the incidence and extent of complications related to itb therapy. Reported event: the patient was taken to an outpatient clinic for a regular pump refill. He presented with increased dystonia, agitation, tachycardia and hypertension. The patient's mother mentioned that she might have heard the alarm sound a day earlier and that the patient had been in this condition over the last two days. Investigation revealed that the pump was completely empty and the patient had experienced a withdrawal episode. After application of a baclofen bolus and diazepam to counteract the withdrawal, the pump reservoir was refilled. After staying overnight as a precaution, the patient was discharged the next day fully recovered. No technical malfunction of the pump was detected. See attached literature article in manufacturer report #3007566237-2015-00768.